Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with an enteral access feeding tube. The customer reports a female was admitted with a diagnosis of pneumonia and sepsis. The pt required the assistance of mechanical ventilation and had a dobhoff tube was inserted. An x-ray was performed to confirm placement before feedings were started. The nurse documented a residual of 530 cc and the physician was notified. An x-ray was obtained and noted satisfactory position of lines and tubes. Thereafter, the pt became bradycardic and pulseless. An x-ray revealed an abnormal position of the feeding tube. A repeat x-ray revealed a complete left pneumothorax. A chest tube was placed and the pt recovered.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.